Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3 other text : device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Multiple supply changes were performed to address the occlusions. There were no issues observed with the cartridge, infusion set or cannula. Customer experienced a blood glucose (bg) level of 490 mg/dl. Correction boluses were delivered to address bg. Customer went to the emergency room (ER) and was subsequently hospitalized. Manual injections were administered as treatment. Customer was released from the hospital 2 days later. Reportedly, the customer reverted to manual injections for insulin therapy.